Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the hub power cycled during a procedure and the media was lost. This could be a hub or mna issue. Requires tech to investigate.